Manufacturer narrative:
This supplemental report is being submitted to provide additional information. It was found that as a result of microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. The instrument channel: klebsiella pneumoniae (2cfu). The air/water channel: klebsiella pneumoniae (>300cfu). The auxiliary water channel: klebsiella pneumoniae (1cfu). The subject device had been reprocessed with a non-olympus automated endoscope reprocessor (steelco), using a non-olympus disinfectant solution (neodisher septo pac, dr. (B)(6)), the exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus deutschland (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the instrument channel and the air/water channel of the device. The testing result cleared the german guideline. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. Air/water channel, instrument channel and auxiliary water channel: klebseilla. The user did not provide other detailed information such as the reprocessing method and the number of microbes. There was no report of infection associated with this report.